Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the complaint device was received and evaluated. Visually, the device appears worn and the reset button was missing. The foot pedal was mated with a vapr vue test generator. An s90 electrode was connected to the generator and submersed in a container of saline. When the cut and coag pedals were activated for 3 minutes each, the electrode worked as intended. This procedure was repeated several times to ensure continuity of function and therefore this complaint cannot be confirmed. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed two dissimilar complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by sales rep via phone call that the customer's vapr iii footpedal failed during a shoulder arthroscopy procedure due to intermittently shutting off and loose connection. The case was completed with another like device. The sales rep was not present but reported no adverse patient consequences or delay. The device has been discarded due to being over life expectancy.